Manufacturer narrative:
H3, h6: the device was returned for root cause analysis and the investigation findings concluded after visual inspection, functional testing, and event history log (ehl) review, the customer problem was duplicated. The latch/lock would not change status to both once latched and locked. The cause of the customer reported problem was the latch/lock sensor was defective and not working. After investigation the results indicated a reportable malfunction due to the defective latch/lock sensor. Service history review identified there was no indication that the complaint was related to a service of the device within the review period. The manufacturer representative replaced the latch/lock sensor, updated software, reset the unit to standard configuration, and performed downstream occlusion (dso)/upstream occlusion (uso) sensor calibration. The pump passed all functional tests and performed as intended after repair.

Event description:
The customer returned the product for the locking mechanism not working, and during physical inspection it was found that the latch/lock sensor was defective. After investigation the results indicated a reportable malfunction due to the defective latch/lock sensor. There was no patient involvement.